Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 40mg/ml at 32.318mg/ml, hydromorphone 400mcg/ml 323.25 mg/day and baclofen 175.0mcg/ml 141.42 via an implantable pump. On (B)(6)2020 a motor stall and withdrawal symptoms was reported. The patient did not have an MRI or anything prior to the motor stall. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was interrogation and replacement of the pump. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury. Additional information received from the patient on 15-sep-2020 from the patient reported that their pump failed last wednesday. The patient stated they had a pump failure due to a motor stall. The patient was seeing code 8647 on their ptm (personal therapy manger). The healthcare provider did an emergency replacement the next day last thursday. The patient wanted to set up their ptm to work with their new pump. The patient stated they had an appointment today with their healthcare provider and they were going to do all this.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.